Manufacturer narrative:
Date of event is estimated. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
Related manufacturer report number 3006705815-2022-16346. It was reported that the patient was not receiving effective therapy from their system. It was found that the lead and extension have high impedances. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The patient regained effective therapy, therefore this device is no longer reportable.

Event description:
Additional information revealed that the patient regained effective therapy with reprogramming. No other intervention is planned.